Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the device was found in back-up mode. Abbott technical support was contacted but the device could not be reprogrammed due to low battery voltage. Premature battery depletion was suspected but could not be confirmed. The device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure and there were no adverse consequences.

Manufacturer narrative:
As received, the device was in normal operating mode. Analysis of the device image (entire memory contents) indicated that the product code had been reloaded in the field. Electrical and mechanical testing indicated normal device functionality. A longevity calculation was performed based on usage and calculations showed battery depletion was normal.